Event description:
The event is reported as: the customer reports that during suction through the trach-vent, the silicone cap of the trach-vent fell into the tracheal tube. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.